Event description:
It was reported that pump displayed a cartridge change error and cartridge o-ring was found to be missing or damaged. There was no reported impact to the customer¿s blood glucose level. Customer, under guidance from technical support, inspected pump and cartridge areas, cleaned pneumatic tap, filled and attached new cartridge, and successfully completed load process, after which insulin delivery was resumed.